Manufacturer narrative:
The technician replaced both brake casters and the rocker arm to resolve the issue.

Event description:
Technician alleged that the brake casters at the foot end of the stretcher would not hold. No patient impact.